Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global needle pierced the catheter. It was reported that a problem when inserting the bd insyte autoguard blood control 22g 25mm blue short safety catheter with wings, item number 382923. When infusing the patient, the canula punctures the catheter, leaving a hole (see attached photo). This has happened a second time. On (B)(6) 2026 the device was in use on the patient when the problem occurred? Yes. Has the patient or user been harmed? If yes, please explain yes, new catheter rests could you tell us the date of the incident? On (B)(6) 2026. Could you confirm if the needle has retracted or if it has been blocked by the safety mechanism? The needle pierced the catheter but was blocked by the removal safety mechanism.